Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. A vector breakdown revealed the following measurements: triad = 126 ohms, rv coil to right atrial (ra) coil = 181 ohms, and rv coil to can = 135 ohms. Review of shock impedance trends over the last year shows measurements in the low 100s with a gradual increase to the 120s, which suggests possible lead calcification. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No interventions were performed at this time, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.